Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was provided for evaluation. The reported loss of connection was confirmed. The root cause was determined to be potential patient misuse, as data showed the patient closed the mobile application.